Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 29-nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2017-00150 for the first patient. Refer to 8030647-2017-00152 for the third patient. It was reported that the swab tip on the suction handle came off in the patient's mouth. This event happened three times in two days. The swab tip was able to be retrieved from the patient's mouths without injury to the patients. No further information was received.